Manufacturer narrative:
Findings: pump was communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 50 mg/dl. The customer was advised that wrong transmitter ID was programmed in the pump. The customer was advised that the transmitter did not communicate due to an incorrect ID. The customer was assisted in programming the transmitter ID. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is scratches on the display and hard and barely able to read the pump screen due to damage. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.